Event description:
A report was received that the patient was experiencing discomfort when charging. The area around the ipg would get hot. The patient underwent an ipg replacement procedure. The patient was doing well post operatively. No malfunction was suspected.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.